Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has a planned revision due to feeling weakness and the inability to perform normal activities.

Manufacturer narrative:
Upon further investigation, it has been determined that this product did not cause or contribute to the reported event.